Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a visual investigation was performed and scratches were found on the display lens. Unrelated to the original complaint, a crack in the battery compartment was found at the case seal to the left side of the bumper pad. Additionally, the battery cap was missing the yellow o-ring. The battery cap was still able to secure properly.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged there were scratches on the display and they were unable to read it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: during investigation, the pump had scratches on the display lens. Unrelated to the original complaint, the battery compartment was cracked at the case seal to the left side of the bumper pad. The battery cap was missing the yellow o-ring. The battery cap was still able to secure properly.